Manufacturer narrative:
Additional information received indicates that the mynx vcd was prepped according to instructions for use (IFU). The device was not storage temperature exceeded 25 °c. Hemostasis was achieved with manual compression for 15-minutes and a quick clot. The patient's hospitalization was not extended as a result of the event. The patient recovered. As reported, during use the 6/7f mynxgrip vascular closure device (vcd) did not deploy. There was no reported patient injury. The mynx vcd was prepped according to instructions for use (IFU). The device was not storage temperature exceeded 25 °c. Hemostasis was achieved with manual compression for 15-minutes and a quick clot. The patient's hospitalization was not extended as a result of the event. The patient recovered. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was disengaged from the black handle. The syringe was connected to the device with stopcock open. The procedure sheath was fully retracted against the shuttle hub. The advancer tube¿s distal end was partially deployed on the catheter shaft, approximately 158 mm from the balloon proximal tip. The sealant was observed on the catheter shaft, near the advancer tube distal tip. The catheter and shuttle cartridge were inspected for anomalies that may have contributed to the reported event. No visual damages or anomalies were observed. Shuttle down procedure was simulated and the advancer tube was found properly engaged to the proximal tamp lock during the investigation. No anomalies were observed. The advancer tube¿s length and distance between the proximal and distal tamp locks were measured and noted to be within specification. The tamp locks were inspected at high magnification for damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure. No damages or anomalies were observed. A device history record (DHR) review of lot f1821501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy-advancer tube¿ was confirmed through analysis of the returned device due to the condition in which it was received. However, it cannot be conclusively determined why the shuttle down step (failure to deploy) could not be completed since functional analysis was performed successfully. Based on the information available for review and the product investigation, I may have been caused by an incomplete engagement of the advancer tube during the procedure since there were no anomalies noted to the device and functional analysis was successful. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. The returned device performed as intended per the mynxgrip instructions for use (IFU). Neither the DHR review, nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, the 6/7f mynxgrip vascular closure device (vcd) did not deploy during use. There was no reported patient injury. Multiple attempts to obtain additional information were made without success. The device was not returned for analysis. The device history record (DHR) review of lot f1821501 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaints. The reported ¿sealant failure to deploy¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure to deploy event reported could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Based on the device history record review and the information available, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot (f1821501) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during use the mynxgrip vascular closure device (vcd) did not deploy. There was no reported patient injury. The device will not be return for evaluation.